Event description:
During follow-up, increased high voltage lead impedance was observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed the event. No intervention has been performed at this time. The patient was in stable condition.